Event description:
It was reported that the pump stopped functioning without any apparent reason. There was no information available regarding the impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the device was not returned as it was out of warranty.